Manufacturer narrative:
The device was discarded at time of removal. The instructions for use states in the adverse events section: "complications associated with the proper implantation of the device may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Event description:
It was reported after 2 months of device placement, the pt began having problems with pain and erosion. On (B)(6) 2010, the pt had the sling mesh removed along with a hysterectomy due to the erosion into her bodily cavities. She had hemorrhaging during the surgery and as a result received blood transfusions. Prior to the surgery for removal of the device, the pt visited the emergency room due to severe pain related to the erosion.